Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with stage one diffuse lamellar keratitis (dlk) in the right eye, at the two day postoperative visit. The topical steroid drops were increased, and pt was also prescribed an oral steroid pack. Reported noted that the pt commented about experiencing slightly blurred visual acuity. Another report is filed for the left eye.